Manufacturer narrative:
(B)(4). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. Additionally, the retain samples of the complaint lot were checked where no non-conformances were observed. From these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis.

Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla had poor seal integrity on the package leading to compromised sterility. The following information was provided by the initial reporter: "one of the packages has come opened."